Manufacturer narrative:
Inability or difficulty to remove sensor during first attempt is a known and anticipated potential risk and eversense e3 user guide mentions about it under "risks and side effects". For this incident, the sensor could not be removed during removal procedure on (B)(6) 2024 even after trying for 45 minutes. The hcp was able to palpate the sensor with difficulty. Transmitter and a magnet were used to locate the sensor. A second removal attempt happened on (B)(6) 2024 where the sensor was successfully removed without any problems. The patient is currently using eversense e3 cgm system with a new sensor. This incident does not require any further investigation. B4. Date of this report updated to 22 august 2024. G3. Date received by manufacturer updated to 22 august 2024. H6. Investigation findings updated to 4248. H6. Investigation conclusions updated to 4310, 22.

Manufacturer narrative:
The manufacturer is currently waiting for information regarding next sensor removal attempt. The additional information will be provided in the supplemental report.

Event description:
Senseonics was made aware of an incident where the sensor could not be removed during removal procedure on (B)(6) 2024 even after trying for 45 minutes. The hcp was able to palpate the sensor with difficulty, but was unable to localize the sensor using transmitter. Customer is doing fine and has no additional concerns. Another removal attempt will be made in (B)(6) 2024, but no data has been provided by the hcp.